Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient is not getting drug from the pump and the pump is "non-working" but had no other details. There were no symptoms reported and no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.